Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
(B)(6) 2021: the patient presented with scab like healing around the incision site including incision drainage. This was reported as an on-going infection reported to be superficial and in the tissue around the leads the patient was sent to post-anesthesia care unit (pacu) for a vacuum-assisted wound closure. Diagnosed as a superficial and deep incisional infection